Manufacturer narrative:
Upon receipt of additional information of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. This report should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: versys hip system femoral head, p/n 00801803602; kinectiv technology modular neck g, p/n 00784802300; zimmer m/l taper hip prosthesis with kinectiv technology modular femoral stem, p/n 00771301000; trident cluster acetabular shell p/n 542-11-54f; trident x3 0 polyethylene insert p/n 623-00-36f. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03760, 0001822565-2017-03761 and 0001822565-2017-03762.

Event description:
It was reported that patient underwent a revision procedure five years post-implantation due to implant corrosion and adverse local tissue reaction with a pseudotumor and trunnionosis. Operative notes report the patient had corrosion between the neck and the head. A large amount of blackened tissue surrounding the taper junction on the trunnion was identified. Furthermore, corrosion products were identified within the taper junction of the femoral head itself. Attempts to obtain additional information have been made; however, no more is available.